Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced non-auditory ssensations, resulting in device non-use. The implanted device remains